Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line separated from the cartridge. Reportedly, the customer is very active and may have pulled the patient line. There was no impact to the customer's blood glucose level. The customer changed all supplies.